Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt had experienced stiffness. It was confirmed that the pt's catheter had dislodged. The hcp revised the catheter to reposition the catheter tip in the intrathecal space using the current catheter on (B)(6) 2011. The pt had an x-ray (B)(6) because the pt reported "not getting relief". It was confirmed that the distal catheter was disconnected from the pin connector which was attached to the proximal section of catheter. The hcp reconnected the catheter to the pin connector; "catheter placed again". The pump contained 500 mcg/ml of lioresal. It was noted that the surgeon suspected "high cerebrospinal fluid (csf) pressure".